Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the planning station is slow and crashes.

Manufacturer narrative:
The data from the event date (software logs) do not permit to confirm the slowness described in the complaint or identified a system or software failure which could cause this issue. Tests were performed at manufacturing site on the planning station of interest and also did not permit to confirm issues of performance or data export issues. Therefore, the event described in the complaint is not confirmed. The subject planning station was returned to the manufacturing site on 29-jul-2021. A detailed review of the data and log files from the event date was performed, but this analysis did not permit to confirm the reported slow operation of the planning station described in the complaint. No malfunction of the system could be identified which would be at the origin of the reported issue. A detailed inspection of the returned planning station and further testing was performed at the manufacturing site, however no performance issues or data export issues could be confirmed. The reported event remains unconfirmed. Corrected data: - b4 date of this report. - d9 device availability. - g3 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 adverse event problem.

Event description:
It was reported that the planning station is slow and crashes.